Manufacturer narrative:
This is a report of a use error in which the caregiver had not connected the lines and bags tightly, resulting in a leak and alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell seven of eight. The patient was connected at the time of the alarm. The caregiver stated that fluid leaked out of one of the supply bags due to a loose connection as they did not connect the supply line tight enough to the bag when setting up for therapy. The technical service representative (tsr) assisted in ending therapy, and reviewed the proper setup procedure with the caregiver. The patient would use manual supplies to complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.